Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product/photographs provided confirmed there is debris and staining inside the sterile packaging which is consistent with the appearance of porous coating. Additionally, damage to the sterile packaging (pouch) was observed. Sterility has not been compromised. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the packaging has black marking inside, not vacuumed sealed, and has holes in packaging. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.